Manufacturer narrative:
International zip code: (B)(6).

Event description:
It was reported that during lower right rotator cuff arthroscopy, the anchor cracked and broke inside the patient. Pieces were removed from patient and a backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
One 72202599 5.5mm twinfix ultra peek device returned for evaluation. The complaint stated: ¿the anchor cracked and broke inside the patient.¿ visual inspection shows that the anchor has been fractured from torque/force. The damage did not extend to the insertion tip. The fork tines are not damaged. The condition is consistent with excessive force applied with off axis alignment. A 3.8mm tapered awl is the recommended prep instrument for normal bone reported. Per instructions for use: ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Axial lines on the insertion device indicate suture orientation within the anchor¿. Establishing and maintaining axial alignment of the suture anchor with the prepared insertion site is necessary for successful implanting. No root cause related to the manufacturing of this device was confirmed.

Event description:
It was reported that, during the lower right rotator cuff arthroscopy, the anchor cracked and broke inside of the patient. Pieces were removed from patient. For preparing the insertion site, a 4.5 mm twinfix bone cone has been used. A back-up device was available to complete the procedure with no significant delay or patient injuries.

Event description:
It was reported that during lower right rotator cuff arthroscopy, the anchor cracked and broke inside the patient. Pieces were removed from patient and a backup device was available to complete the procedure with no significant delay or patient injuries.